Event description:
A malfunction alarm was reported by the caller, indicating a problem with the tandem pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump, and no further issues were reported after the reset. Customer was advised to continue using the pump and to contact technical support if the issue recurs.